Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the bag appeared to have leaked blood out from the spike port site. There was no patient harm.

Event description:
The customer reported that the bag appeared to have leaked blood out from the spike port site. There was no patient harm.